Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. Visual inspection was performed with naked eye and magnification and marks were observed on the outside of the patient adapter connector indicative of tool use, cosmetic only. Functional testing performed included leak testing, clear passage test, clamp function test, integrity of seal surface testing with no issues noted. The reported condition was not verified; however an additional defect of damaged was identified due to the marks on the outside of the connector. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between in a minicap transfer set and a solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.